Manufacturer narrative:
Device passed selftest and displacement test. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received hardware low level failure alert. The customer's blood glucose level was 7.4 mmol/l. The error occurred during self test and the customer was able to clear the alarm and complete the prime process. The error occurred for the second time and the self test was not ok. The insulin pump will not be returned for analysis.